Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, the cuff had issue. It was reported that it had breakage. The customer reported that there was no patient injury.

Event description:
According to the reporter, during use of the device, the cuff had issue. It was reported that the tube that had breakage needed to be taken out and reintubate, because the problem occurred before the operation started.. The customer reported that there was no patient injury.

Manufacturer narrative:
Correction: UDI. If information is provided in the future, a supplemental report will be issued.